Event description:
Information was received via the (B)(6) clinical study database, that the patient arrived at the clinic for routine care, study testing and for controller exchange (reason not reported). The patient was on the stretcher and attached to the vad monitor during the exchange. The patient was talking and laughing about the upcoming cruise during the exchange of the driveline to the new controller. As the old controller began to alarm loudly, the patient began to gasp for breath. Her color remained pink and skin dry, but did not respond when name was called repeatedly. The crash cart and clinic/vad staff came to the room and oxygen was provided per nasal cannula. The patient responded quickly, saying, "I felt it" and laughed. When asked what happened, the patient complained of feeling a little light-headed prior to "going out". The patient was reassured that everything was ok, that the pump was doing well, it had only stopped briefly during the exchange and the flows/watts came back immediately to previous levels. The blood pressure immediately after the event was 110/60; the mean arterial pressure (map) was 82 on admission to the clinic. The subject was admitted to the ICU for observation. A speed change echocardiogram was done at speeds 2700, 2800, 2900 and 3000 rpm's that revealed: "compared to the previous study of 8.5.2014 the lvdd has decreased in size at all pump settings. No change in severity of aortic or mitral regurgitation." The pump speed was increased to 2900 rpm's on (B)(6) 2015 and the patient was discharged on (B)(6) 2015." It was indicated that the event was resolved.

Manufacturer narrative:
The pump remains implanted and the controller has not been returned to the manufacturer for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use warns to always have a backup controller handy and, whenever possible, a caregiver nearby when changing power sources or controllers. It further notes the importance of this in patients who may be at risk of catastrophic cardiovascular collapse associated with a pump shutdown (fused aortic valve, aortic valve that has been sewn shut due to aortic valve regurgitation, or patients with very poor endogenous ventricular function and that in these cases controller exchanges should be performed in a controlled clinical setting whenever possible. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Product is in route.